Event description:
It was reported that: "patient was revised due to poly wear." The exact implantation date was not provided, however, it was indicated that the reported devices were implanted in 1993.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded by the hospital and not returned to the manufacturer. Additional information including x-rays and medical records was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as: MFR # 2249697-2010-00947.